Event description:
It was reported to philips that the emergency stop button was pressed and system was unable to reset. No harm was reported to philips. Philips has started an investigation of this complaint.